Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical task concluded, this case reports the femoral impactor bumper cracked during impaction. Per complaint details, all pieces were recovered. There was no patient harm reported, and the procedure was completed with minimal delay, using a backup device. No further clinical assessment is warranted. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is cracked. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2021-00038913-1.

Manufacturer narrative:
Internal complaint reference number: case: (B)(4).

Event description:
It was reported that, during a tka procedure, the plastic bumper cracked during impaction. Instruments were inside the patient. All the pieces were recovered. Procedure was completed with a smith and nephew back up device. No delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.